Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic after receiving a patient notifier, post-paced t-wave oversensing was observed on the ventricular channel. The recommended programming changes were made. The patient will continue to be monitored remotely. The patient condition is good before and after the event.